Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) displayed a charge time-out fault and a battery status of end of life (eol), despite minimal implant time. The patient denies magnet exposure. The capacitors were manually reformed and the battery status recovered to beginning of life (bol).